Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was powered off and wont turn on again. The customer also stated that, the display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion and rust on the wiring of the aa battery connector, inside the battery compartment and on the battery board. Unable to perform the displacement, rewind, sleep current measurement, active current measurement, and self tests due to the blank display.